Event description:
It was reported that the patient was status post intrathecal pump placement. She was doing well on morphine and bupivacaine, however, recently had a "dramatic increase in her pain." She underwent a side port study under fluoroscopy guidance which demonstrated a functioning pump, from which csf was not able to be aspirated. The catheter lead appeared to have migrated out of the intrathecal space. She was scheduled for a revision of the indwelling intrathecal catheter. It was noted that the device failed (e.g. Broke, couldn't get it to work or stopped working). Per another reporter, a new catheter was used and the system was "working as designed." The patient outcome was noted as "no known issues." ((B)(4)).

Manufacturer narrative:
Personal therapy manager model # 8835, serial # (B)(4); catheter model # 8709sc, lot # n310091010, implanted: (B)(6) 2012, explanted: unk; catheter distal spinal segment model # 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter connector/anchors model # 8590-9, lot # n307762, implanted: (B)(6) 2012, explanted: unk. A partial catheter was returned. Analysis of the catheter revealed catheter body with dark residue occlusion in the dispensing holes; event related.

Manufacturer narrative:
(B)(4).